Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the pump was alarming, confirmed by telemetry as critical due to zero ml reservoir volume. It was stated that patient had missed a refill and due to her history of terminal cancer she didn't know what the pump alarm was. Patient was at the hospital when the healthcare provider (hcp) heard the pump beep and interrogated it. Volume dispensed since last update was 36.1ml. Hcp noted that due to patient's history it is difficult to assess therapy concerns. Drugs delivered via the device were morphine, and bupivacaine. It was later reported that patient was admitted to the hospital with exacerbation of pain. The hcp filled the pump with morphine 10mg/ml, and set the pump to start at 0.5mg/ day with plans to increase as tolerated. He also aspirated the catheter and found it to be patent. A prime bolus of the catheter itself was also performed. On (B)(6) 2012 it was indicated that patient's dose was increased once last week.